Event description:
Reporter alleged the customer was hypoglycemic symptoms at 10:30 am and blood glucose result measured 137 mg/dl on the compact plus system at the time. Reporter stated customer was acting in a weird way so she called the emergency medical technicians (emts) who arrived within 10 minutes and obtained a glucose results of 26mg/dl. Reporter indicated the customer was treated with a glucose IV before being transported to the hospital; however any reading or treatment thereafter was not provided. A request was made for the return of the suspect device and replacement product was sent.